Event description:
Surgeon verified by in 2004 x-ray that the screw implanted in 2002 was broken; the broken screw (ti cortex expansionhead screw, pn487.044) and plate (487.215, ti cervical spine locking plate) and 3 additional in-tact screws were explanted in 2004. Because the area was well fused, no new plate or screws were implanted.